Manufacturer narrative:
(B)(4). Meter was not returned for evaluation. Based on qc investigation performed (B)(6) 2015, returned test strips produced lo readings and black chemistry was observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer state that the serial number of his meter have faded off because he's been using it for a long time testing 3 times daily; and therefore could not verify the device. Customer called complaining that the new vial of test strips he opened to test flew all over the room. He stated that it looks like the vial cap was opened and was never closed.